Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received results of 209 and 211 mg/dl. The normal control range was 103-143 mg/dl. No adverse were alleged. The test strips are to be returned for evaluation. The customer also requests a new meter. Replacement products were sent to the customer.